Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that two (2) exactamix 500 ml eva tpn bags leaked from the port; one (1) bag had the middle port fall off. This was observed while checking the bags for leak prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6. H4: device manufacture date - the lot was manufactured between june 25-26, 2023. H11: two (2) devices were received for evaluation. A visual inspection was performed on both returned samples, and the reported issue of leakage was not easily identified on the first sample. During visual inspection of the second sample, it was noted that there was a leak from the administration port. Functional testing was performed, and it was noted that there was a leak from the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.